Manufacturer narrative:
Unit p-cap or reservoir locked properly in place. Unit received with scratched case. Unit received with blank display and a constant tone. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Event description:
Information received by medtronic indicated that the insulin pump was dropped and cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.